Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 3004209178-2013-94958.

Event description:
The customer stated that he was hospitalized due to low blood glucose levels, and was having problems with his sensor glucose and blood glucose readings. The customer stated that he does not upload the insulin pump, and calibrates twice a day. Advised the customer to calibrate four times a day when blood glucose levels are not fluctuating. The customer mentioned occasional pain and bent cannulas as well. Advised the customer to speak with his hcp about other areas to insert the sensor, and to avoid scar tissue. Nothing further was reported.